Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter read inaccurately high compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the meter started to read inaccurately high on (B)(6) 2015, although no results were provided for this time. He reported, on (B)(6) 2015, he obtained an alleged inaccurately high blood glucose result of ¿315 mg/dl¿ on the subject meter. The patient manages his diabetes with a combination of medication, including ¿juanadmed¿ and metformin tablets. He reported that between (B)(6) 2015, he continued with his usual dose of medication, including sliding scale. He alleged that ¿immediately¿ after the issue began, he developed symptoms of ¿dizziness, blurred vision [and] upset stomach¿. He reported that during doctor¿s office visits on (B)(6), he obtained treatment of ¿juanadmed and metformin 500mg¿. He also reported that he obtained blood glucose results of ¿138 mg/dl¿ on an unknown doctor/clinic meter and ¿160 mg/dl¿ on a laboratory device¿. During troubleshooting, the cca established that patient¿s test strips had been stored correctly and the subject meter was set to the correct unit of measure. The cca walked the patient through a control solution test and the result fell outside the expected range. Replacement products were sent to the patient. This complaint is being reported because the patient alleged he obtained inaccurate high results with the subject meter, administered medication based on the results and reportedly developed symptoms indicative of an acute diabetes excursion after the alleged inaccuracy issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 2 ¿ (07/06/2015).the patient¿s test strips have been returned on 6/11/2015 and evaluated by lifescan product analysis on 6/18/2015 with the following findings:the test strips involved with this complaint failed testing. The test strips were found to have results greater than +50% of the control solution when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain levels of moisture that reflect normal use, thus not the root cause for the control solution failing which was seen, and failed tga testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 - device evaluation.the lay user/patients meter have been returned and evaluated by lifescan product analysis with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.